Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. Device evaluated by MFR: the main coil and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil and arm coil section. Moreover, the pusher wire was bent, stretched and detached at the coil section. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16feb2025. It was reported that the coil could not advance in the catheter. An 8mm x 20cm interlock coil was selected for use. However, during the procedure, it was noted the coil could not advance in the catheter. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed a pusher wire detachment at the coil section.